Event description:
The pump was returned for investigation. Investigation revealed that the bolus button was detached from the pump and missing and the text on the display screen was dim, faded and reddish. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Event description:
The battery compartment was found to be cracked below the bumper pad.

Manufacturer narrative:
The battery compartment was found to be cracked below the bumper pad.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the bolus button was detached from the pump and missing and the text on the display screen was dim, faded and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).